Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; the event was not duplicated during testing. The device was found to be affected by potting touching the pedal. One device evaluation is in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had run-on. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received for evaluation; the event was confirmed during testing. 1 device was found to be affected by internal corrosion. 1 device was found to be affected by a lack of loctite. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had run-on. There was no patient involvement; no patient impact.